Event description:
It was reported that after implant insertion and removing the implant holder from the implant, a foreign substance was noticed on the implant surface. The substance looked like a shaving from the implant inner thread. The implant was correctly implanted. The foreign specimen was not obtained.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.